Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "incorrect assembly operation / components placement / accessories(incorrect assembly)". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag was leaking and kinking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag was leaking and kinking.